Manufacturer narrative:
MANUFACTURER'S INVESTIGATION IS STILL PENDING AT THIS TIME. RESULTS AND CONCLUSIONS WILL BE PROVIDED IN THE FINAL REPORT.

Event description:
IT WAS REPORTED THAT A DIAMONDBACK 360 CORONARY ORBITAL ATHERECTOMY DEVICE (OAD) WAS USED FOR TREATMENT OF DE NOVO LESION IN LEFT MAIN ARTERY (LM) TO LEFT ANTERIOR DESCENDING ARTERY (LAD). PRE OPTICAL COHERENCE TOMOGRAPHY (OCT) PULLBACK WAS PERFORMED WHICH SHOWED THE PRE-DILATATION DISTAL VESSEL REFERENCE WAS 2.6MM AND THE PROXIMAL REFERENCE WAS 3.75MM. THE NODULE WAS CALCIFIED AND 40MM IN LENGTH. OCT SHOWED ECCENTRIC CALCIFIED PLAQUE IN MID LAD AND ECCENTRIC PLAQUE IN PROXIMAL LAD WITH THE PRESENCE OF NODULE IN LM. NO VESSEL PREPARATION WAS PERFORMED. EIGHT ORBITAL ATHERECTOMY TREATMENTS AT LOW SPEED WERE PERFORMED. FLUSHING WAS PERFORMED BETWEEN EACH 20-SECOND TREATMENT CYCLES. POST ORBITAL ATHERECTOMY OCT PULLBACK SHOWED TYPE-E DISSECTION IN PROXIMAL LAD. TRANSIENT NO FLOW RELATED TO THE DISSECTION OCCURRED. THE MID LAD TO PROXIMAL LAD WAS PREPARED WITH 2.5 X 12MM UNSPECIFIED NON-COMPLIANT BALLOON. A 2.75 X 23MM ABBOTT XIENCE SKYPOINT STENT WAS IMPLANTED IN MID LAD AND A 3.5 X 28 ABBOTT XIENCE SKYPOINT STENT WAS CROSSED OVER LM TO LAD AND IMPLANTED. DURING POST-OPTIMIZATION A PERFORATION WAS NOTICED IN PROXIMAL LAD. THE PERFORATION WAS COVERED WITH AN ABBOTT GRAFTMASTER STENT. THE PATIENT WAS STABLE AND ADMITTED TO THE CARDIAC CARE UNIT (CCU) AFTER PLACING TPI (TEMPORARY PACEMAKER IMPLANTATION). THE PATIENT EXPERIENCED BRADYCARDIA AND EXPIRED THE NEXT DAY. IN THE OPINION OF THE PHYSICIAN, THE PRIMARY CAUSE OF EXPIRATION IS DISSECTION, AND THE SECONDARY CAUSE OF EXPIRATION IS PERFORATION. THE PHYSICIAN DOES NOT BELIEVE THE OAD CAUSED OR CONTRIBUTED TO THE PATIENT¿S EXPIRATION BECAUSE POST STENTING THROMBOLYSIS IN MYOCARDIAL INFARCTION (TIMI) 3 FLOW WAS ACHIEVED AND DURING POST-OPTIMIZATION PERFORATION HAPPENED WHICH THEY COVERED WITH GRAFTMASTER STENT. IN THE OPINION OF THE PHYSICIAN THE PERFORATION WAS CAUSED BY POST DILATATION AFTER STENT PLACEMENT AT THE SIGHT OF CALCIFIED NODULE. NO ADDITIONAL INFORMATION WAS PROVIDED.

Event description:
It was reported that a Diamondback 360 Coronary Orbital Atherectomy Device (OAD) was used for treatment of de novo lesion in left main artery (LM) to left anterior descending artery (LAD). Pre optical coherence tomography (OCT) pullback was performed which showed the pre-dilatation distal vessel reference was 2.6mm and the proximal reference was 3.75mm. The nodule was calcified and 40mm in length. OCT showed eccentric calcified plaque in mid LAD and eccentric plaque in proximal LAD with the presence of nodule in LM. No vessel preparation was performed. Eight orbital atherectomy treatments at low speed were performed. Flushing was performed between each 20-second treatment cycles. Post orbital atherectomy OCT pullback showed type-E dissection in proximal LAD. Transient no flow related to the dissection occurred. The mid LAD to proximal LAD was prepared with 2.5 X 12mm unspecified non-compliant balloon. A 2.75 X 23mm Abbott XIENCE Skypoint stent was implanted in mid LAD and a 3.5 X 28 Abbott XIENCE Skypoint stent was crossed over LM to LAD and implanted. During post-optimization a perforation was noticed in proximal LAD. The perforation was covered with an Abbott Graftmaster stent. The patient was stable and admitted to the cardiac care unit (CCU) after placing TPI (temporary pacemaker implantation). The patient experienced bradycardia and expired the next day. In the opinion of the physician, the primary cause of expiration is dissection, and the secondary cause of expiration is perforation. The physician does not believe the OAD caused or contributed to the patient¿s expiration because post stenting thrombolysis in myocardial infarction (TIMI) 3 flow was achieved and during post-optimization perforation happened which they covered with Graftmaster stent. In the opinion of the physician the perforation was caused by post dilatation after stent placement at the sight of calcified nodule. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and Corrective and Preventative Actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported perforation of vessels, vascular dissection, bradycardia, obstruction, hospitalization, death and unexpected medical intervention appear to be related to operational context. In this case, it is possible that the reported perforation of vessels, vascular dissection, bradycardia, obstruction, hospitalization, death and unexpected medical intervention are due to patient disease state and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.Updated: G3, G6, H2, H3, H6 (Codes 4118, 3233, 11 no longer apply)The Xience Skypoint stent referenced in B5 is filed under separate MedWatch report number 2024168-2026-02448.